Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the upstream occlusion message during therapy. The pump was programmed to deliver the medication, mannitol, at a rate of 999 ml/hour (programmed amount to be infused is unk). The pt was admitted to the hospital with life threatening conditions from a motor vehicle accident and died due to complications that were unrelated to the spectrum pump.